Event description:
It was reported that a power injectable microbore non-dehp catheter extension set experienced a no flow. The user could not flush the set with normal saline using a bd syringe. The set was changed out and therapy was completed without incident on another set. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.